Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump was exposed to fluid and also had crack on the insulin pump. The customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to moisture damage on the electronic assembly. Keypad unresponsive/button error alarm unknown. P-cap/reservoir locked properly in place. Device received with cracked belt clip rail case corner.